Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6) and batch: 7260186.

Event description:
It was reported that that during a trial procedure the physician cannot advance to the epidural space and physician was taking out the spinal cord stimulator lead. The physician had advanced the needle a bit upon retracting the lead and two contacts were sheared off. The patient was doing well after the procedure.

Event description:
It was reported that during a trial procedure the physician cannot advance to the epidural space and physician was taking out the spinal cord stimulator lead. The physician had advanced the needle a bit upon retracting the lead and two contacts that were sheared off. Additional information received that the two contacts that were sheared off were removed and patient was doing well with no issues.